Event description:
It was reported that the ventilator switched off during ventilation of the patient. There was no harm to the patient, as the failure was noticed directly via the monitoring system and the patient was immediately changed to manual ventilation and the ventilator was replaced. However, if the ventilation pressure including peep is lost, a deterioration in the state of health of people with difficult ventilation conditions cannot be ruled out. The device has no UDI as an UDI was not required at the time the device was manufactured.

Manufacturer narrative:
The affected evita xl device with the serial number (B)(6), manufactured in april 2012, was inspected on site by dräger service. The logbook was also available for the investigation and was analysed at the manufacturer site in lübeck. The reported event was confirmed based on the examination results. The logbook showed that the device shut down on (B)(6) 2025. During the onsite device check, the dräger service technician found a faulty power supply unit and ordered a new part immediately. According to the customer, the device is to be repaired and will be finally tested according to the manufacturer's specifications after the new power supply unit has been installed. Replacing the power supply unit is the correct measure. The device behaved as specified during the event and signalled the failure with the high-priority failure horn. The user reacted promptly and replaced the device. In the event of a total failure of the power supply unit, e.g. A defective temperature sensor on the heat sink, the power supply unit switches off completely to prevent overheating. In such a case, the power supply unit does not switch to the internal battery and the device switches off. The collapse of the internal supply voltages causes ventilation to stop, the screen goes black and the emergency breathing device opens automatically to allow the patient to breathe spontaneously. The evita gives an acoustic alarm with a power failure alarm via the power failure horn for at least 2 minutes. The power failure horn is supplied electrically by gold caps independently of the power supply unit so that the audible alarm is guaranteed even if the power supply unit is defective. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.